Event description:
My husband's first encounter and reaction to heparin was 1989. He had a severe reaction to heparin and went into a coma, after a heat attack. He recovered and was labeled allergic to heparin. No heparin. A 5 way heart by pass in 1996 brought the reaction, "no one is allergic to heparin". Luckily the medical profession was convinced and no heparin, no issue. Pacemaker in 2001, no heparin, no problem. Late in 2003 his health worsened and he was in and out of hospital several times. Late 2004, it was necessary to prepare for dialysis. Surgery was performed. I entered the recovery room as a nurse was flushing his IV. He had signs all over him and his bed. I questioned what she was flushing the IV with. Response was, "heparin". I pitched a fit and she made an attempt to undo her mistake, I don't know how. My husband told me at the time if anything happened to him, to follow up. I was at the hospital daily, as he continued to bleed badly, which I thought they maybe had not had him off the coumadin long enough for blood to thicken. However, I discovered a vial of heparin on the night stand in his room, once again. I reported it, and would not turn over to the nursing staff, but gave to his dr. My husband passed away 2004 at hospital. When I received his death certificate, dr. Geltman, certifying physician, listed the cause of death as: congestive heart failure and circulatory artery disease, and other condition of heparin induced thromb????? Dates of use: thirteen days in 2004. Diagnosis or reason for use: careless and ignoring warning.